Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert during manual prime. The blood glucose was 264 mg/dl. Customer treated high blood glucose and able to troubleshoot. The high pressure test was not possible because of compromised force sensor system alert. The device will be returned for analysis.